Manufacturer narrative:
The device was not received for evaluation. All product is released meeting all product design specifications, as well as quality and manufacturing criteria prior to its release.

Event description:
A report was received on (B)(6) 2019 from the nurse of a critical care patient with unspecified pathology requiring a liver transplant, stating the arterial line connector broke at an unspecified time during hemodialysis therapy on (B)(6) 2019. The catheter was replaced surgically in the operating room with no associated patient injury.